Event description:
Olympus received a medwatch report indicating that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover was torn and detached from the duodenovideoscope. The distal cover was removed from the patient by grasping with a rat tooth forceps. There was no reported patient harm. Additional follow-up information was requested but not available at the time of the report. This report is related to the following linked patient identifier: (B)(6).